Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter alleged moisture was present behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 07-mar-2018 - device evaluation: the device has been returned and evaluated by product analysis on 01-mar-2018 with the following findings: during the investigation, moisture was observed under the display lens, and inside the battery compartment. The battery compartment was found to be cracked below the grip pad to the case seal. A leak test failed due to the battery compartment leak. The pumps cover was opened, and moisture was observed on all the internal components. Unrelated to the original complaint, the pump was found to not power on, and was totally unresponsive.